Manufacturer narrative:
This report was identified as a duplicate. Please reference regulatory report number 9617601-2026-01591 for information pertaining to this event. Additional information received shows that there is no information to reasonably suggest that the valve in this report may have caused or contributed to a death or serious injury or that the valve in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Updated data: h6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: d-evprop-2329; product lot/serial number: (B)(6); product type: 0195-heartvalves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic bioprosthetic valve (tav), upon the first deployment attempt, circulatory collapse and a drop in blood pressure was observed. Subsequently, the valve was recaptured to adjust the deployment depth. The valve was successfully implanted on the second attempt, however the patient's blood pressure did not recover. Cardiopulmonary resuscitation (CPR) was performed and extracorporeal membrane oxygenation (ECMO) was initiated. Subsequently, upon image review it was observed that the valve had migrated, with "significant" paravalvular leak (pvl). A second valve was implanted in a deeper position, and a post-implant balloon aortic valvuloplasty (bav) was performed with a 22 millimeter (mm) balloon, which provided significant improvement to the pvl.